Manufacturer narrative:
A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Investigation / results similar complaints for bone loss related problems have been previously investigated. Refer to included summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.DHR, sterilization, and complaint history review:DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications.march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or product (unknown zd implant).no actionable items have been triggered that will affect complaint handling on our end for this month.as documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.sections updated:b4: date of this report. G3: date pce results have been receivedg6: type of report and follow up numberh2: follow up typeh6: adverse event problem codesh10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Lot number and catalog number of the implant was not provided. 510(k) number is unknown. Device manufacturing date was not provided.

Event description:
It was reported that the implant at site #18 may have a structural failure and is losing bone around the tantalum portion of the tm implant. The implant has not yet lost integration, but the doctor confirmed that he will remove the implant in the future. Customer has also been provided a tantalum and ti alloy test disks to verify if the patient has a reaction to the trabecular metal implant.